Event description:
It was reported that six months and eighteen days post port placement, during regular port check as part of a follow-up, the catheter tip was allegedly found to be spontaneously repositioned in the jugular vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two electronic images were provided for review. The first x-ray image show a power port with the catheter appearing to have some kinking but with the tip located in the superior vena cava and the second photo shows a power port with the catheter tip in the correct location with no abnormalities. Therefore the investigation is inconclusive for the reported the catheter migration issue. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2022), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2022).

Event description:
It was reported that six months and eighteen days post port placement, during regular port check as part of a follow-up, the catheter tip was allegedly found to be spontaneously repositioned in the jugular vein. The current status of the patient is unknown.